Manufacturer narrative:
On-site investigation was performed. The claimed issue could be confirmed during troubleshooting. According to the received information, internal leakage, pressure transducer and safety valve test failed during pre-use check. The spring of the nozzle unit on air and o2 gas module were broken. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Review of the provided device's logs confirms occurrence of the reported issues. Review revealed that other test failure, which can be consequences of the nozzle unit malfunction. Our conclusion is that the failure was caused by the replaced part, which resulted from not complying with the instructions in the service manual.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).